Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the gated bipolar transistor (igbt) driver board was burnt. After the replacement, the console worked as intended, thus, confirming the reported event of smoking. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of device - noise, audible and device - smoking were defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure problem was assigned to this investigation.

Event description:
It was reported that prior to a procedure, was found that there was a loud bang when the console was turned on, and the gated bipolar transistor (igbt) driver board exploded that there was burning smell. There were no procedure and patient outcome reported.

Event description:
It was reported that prior to a procedure, was found that there was a loud bang when the console was turned on, and the gated bipolar transistor (igbt) driver board exploded that there was burning smell. There were no procedure and patient outcome reported.